Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available, or if the lead is returned, this report will be updated.

Event description:
Boston scientific received information that this implantable pacing lead dislodged. The pocket was reopened and this lead was explanted. A new lead was successfully implanted. No adverse patient effects were reported.